Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery(lad) with moderate tortuosity and heavy calcification a 2.0 x 8mm non-abbott stent was placed in the distal lad. Then a 2.25 x 28mm xience skypoint stent delivery system (sds) was attempted to be advanced to the mid lad, but the stent failed to cross the target lesion due to the anatomy. The sds was removed from the patient. Additional dilatation was performed with a 2.25 and 2.5 mm unspecified balloons. When the 2.5 unspecified balloon was removed, an unspecified wire that was previously placed in the lad and diagonal artery came out. Then thrombosis was observed in the circumflex artery. The patient developed chest pain and an intra-aortic balloon pump (iabp) was placed. It is unknown at this time if the sds contributed to the thrombosis. The circumflex artery was treated with an unspecified stent, but the lad was unable to be revascularized. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the physician stated that the thrombosis was due to hypercoagulable from covid, and the 2.25 x 28mm xience skypoint stent delivery system (sds) that failed to cross due to anatomical challenges did not cause or contribute to the thrombosis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: health codes 1710, 4440, and 4641 were removed